Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with fruit. Customer experienced low blood glucose levels on and off for a 3 month period. Customer advised they work at night and their blood glucose goes low. Customer's basal rates had been dropped however their blood glucose level continued to go low. Troubleshooting on the insulin pump was performed. Customer advised their reservoir showed the same amount of insulin as the status screen. Customer was advised to monitor their insulin pump, monitor their low blood glucose and call back if issues persist.